Manufacturer narrative:
Per tandem's user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. A cartridge and infusion set change was performed and the occlusion alarms continued. The customer experienced a blood glucose (bg) level of 481mg/dl and small ketones. A manual injection was administered to address the bg level. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. The customer reported that insulin had been added or removed outside of the load sequence. Reportedly, an infusion site change was performed to address the occlusion alarm.